Event description:
During review of medical records received from legal it was found that this patient was revised because of poly wear.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. During review of medical records received from legal it was found that this patient was revised because of poly wear. Doi: (B)(6) 2002, dor: (B)(6) 2007 (right hip). This is not the subject of the litigation. Update: (B)(4) 2014 - after review of the revision op note and the op note referring to the liner as a cup and other descriptions it is realized this is most likely a case of disassociation, therefore, the acetabular shell has been added. The complaint was updated on (B)(4) 2014. The devices associated with this report were not returned. A review of the device history records for the wl4d51 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the we6jt1 lot code. Review of the provided patient records does indicate a disassociation of the liner from the cup but there is insufficient information to determine root cause. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B(4).